Event description:
It was reported that during a robotic prostatectomy procedure, trocar leaked when instruments were inserted to use. They opened a new one and traded the seal (cap) and it worked fine. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, a leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? A small amount of hissing was heard. If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? Not able to keep pressure much above 8. If yes, did this affect the visibility of the surgeon? The surgeon was having a hard time getting a good view. What was the gas consumption rate or volume (liter/minute)? Gas was set on 15 mm hg of pressure at 20 l/min. Were you able to identify where the leak was coming from? New cap stopped the leakage. Was a device inserted in the trocar during the leaking? Unk. If so, what device? Was any torque being applied to the trocar or device? The only torque applied was when instruments were inserted.